Event description:
It was reported that the patients ipg was difficult to communicate with the remote control. It was also noted that there was an error message showing on the remote control. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.